Event description:
Cpi received info that this implantable pulse generator (ipg) is exhibiting the elective replacement past (ER) indicator. An invasive procedure was performed to explant the ipg. During the procedure, an insulation breach was found on the ventricular lead. Model 4262. The lead was capped and remains implanted. A new ipg model 1230 was implanted.